Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg was causing a lot of pain at the lower back, legs and feet. It was also noted that the patient could no longer charge the ipg. The patient underwent an ipg explant procedure and the explanted device was not returned.